Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. A lead revision was performed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The device history record was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.